Event description:
It was reported there were increased thresholds, and the patient had been hospitalized twice for syncope, due to loss of capture. The system was replaced and moved to the right side because the patient didn't feel comfortable with the device on the left side. No further patient complications were reported as a result of this event, and the patient status was noted to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; proximal segment returned.